Manufacturer narrative:
Pb was not authorized to perform initial evaluation. Customer reported they replaced the rd cpu. Pb's clinical service engineer has tested the unit and it is working according to specifications.

Event description:
Puritan bennett received information which suggests that an 840 ventilator stopped cycling while in patient use. The patient was not harmed or injured as a result of the event.